Event description:
Parademics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and powered on. According to the reporter, the device alarmed connect cable or connect electrodes and only "worked while holding in the connector." The patient was not resuscitated but there were no reports of any adverse affects occurring as a result of the device use. No other information about the reported incident was available.